Event description:
It was reported that after an interventional procedure coiling of an aneurysm , femoral arteriotomy closure was attempted using a starclose se device. A femoral angiogram was not performed. Reportedly, before halfway through thumb advancer/exchange sheath splitting excessive resistance was felt and the exchange sheath split into four segments. Due to the exchange sheath splitting issue, the four "wings" went into different directions on the skin of the patient. The safety releases of the device were use to remove the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported excessive resistance felt during thumb advancer/exchange sheath splitting, bent locator wings, and exchange sheath splitting issues were confirmed as the analysis of the device indicated flex-guide shaft carving occurred causing damage to the leaves of the garage tube and the exchange sheath. It was reported that an angiogram had not been performed to determine anatomical conditions and optimize device placement. Per the starclose se instructions for use (IFU) it is stated under closure procedure, step 2, to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The failure to perform an angiogram prior to device placement is a failure to follow instructions. Based on the visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Reported device (B)(4) - failure to follow steps - a femoral angiogram was reportedly not performed prior to use of the device. The starclose se instructions for use state under closure procedure to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection.